Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms, as well as high pacing threshold measurements. As the rv lead was suspected to be damaged, surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.